Event description:
It was reported that atrial lead noise resulting in pacing inhibition was observed during follow-up of a symptomatic patient. The noise could be reproduced in clinic. No intervention was reported.

Manufacturer narrative:
(B)(4).